Event description:
Non-emergent cardioversion performed. Defib pads placed on patient anterior posterior on mrx 1 (defibrillator), machine on sync mode ramped up to 150 joules but no shock delivered. Team attempted again with same pads, same mrx machine, again no shock delivered, no prompt from machine to indicate no shock delivered mrx performing the ramp sound of eeeeeeeeee. Team disconnected the pad cable from mrx 1 and reconnected to mrx 2, ramped up joules to 150 but same outcome of no shock and no message from machine. Team removed pads, grabbed the pink labeled pads (old packaging) and placed pads anterior/ posterior, ramped mrx2 and shock was delivered. No patient harm.phillips adult defib pads in house have 2 different packaging. Phillips changed the packaging, but indicates the product remains unchanged. New package is red, the old is pink. New packaging does appear different in application instructions as it does not show anterior/posterior application for adults, only peds.what was the original intended procedure?cardioversion.